Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, a visual inspection of the pump showed no moisture in the ir window. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture damage was found inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the ir window. No damage to the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.